Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device issue was that defibrillation was not possible using internal paddles. The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death.